Event description:
The doctor claims that the patch was used following carotid endarterectomy using a 6.0 tapered tip suture and after declamping, the patch "oozed" an unknown quantity of blood through its entire surface. The doctor stopped the leakage by application of topical thrombin. The patch was left in. There was no complication, or injury to the pt. The pt did fine.